Event description:
Pt admitted with pre-term labor. Began on magnesium sulfate continouus IV pump wheel turning and pump read that 300+ cc had infused when it appeared that IV bag was full. Pt's magnesium level remained low. Concern re: problem with pump not sensing occlusion above pump.